Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 338.20; synthes lot # 5175512; supplier lot # na; manufacturing location: brandywine; release to warehouse date: 15mar2006. A manufacturer review record (mrr) was generated for nicks in knurl. The product was dispositioned as 47 of 48 accepted, 1 of 48 scrapped as of 03 mar 2006. This non-conformance is not relevant to the complaint condition since 03mar2006. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: it was reported that on an unknown date, the threaded end of the coupling screw snapped off and was not able to be used when setting up at the back table to prepare for the surgery and when making sure all connections for instrumentation was good to go. There was no patient involvement. The instrument was received with the reported condition of ¿broken (2+ pieces) pre or post operatively/step unknown: malfunction¿. The following investigation flow was performed: broken. It was visually observed that a portion of the distal cannulated threaded tip has sheared off mid-thread at a slightly oblique angle. The broken off piece was not returned. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: the inside diameter/cannulation of the returned device at location of breakage measured ø2.61mm at cq (gauge pin gp32) which is within specification of ø2.6mm +0.05/-0.02mm per dhs/dcs coupling screw design drawing. The major external thread diameter of the returned device at location of breakage measured ø3.94mm at cq (calipers 215p) which is within specification of m4x0.7-6g [ø3.838mm - ø3.978mm] per dhs/dcs coupling screw design drawing. A device history review, was performed for the returned instrument¿s lot number and no nonconformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. An mrr was generated for nicks in knurl. The product was dispositioned as 47 of 48 accepted, 1 of 48 scrapped as of 03 mar 2006. This non-conformance is not relevant to the complaint condition since 03mar2006. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level; no issues were identified. A definitive root cause for the returned 7+ year old resuable cannulated device breaking could not be determined based on the provided information. However, the returned condition (oblique fracture angle) is consistent with an application of excessive off-axis force. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threaded end of the coupling screw snapped off and was not able to be used when setting up at the back table to prepare for the surgery and when making sure all connections for instrumentation was good to go. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).